Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i71000176, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found no 96vdc coming out of the power conversion enclosure. They changed the enclosure. Then the system passed all tests and was up and running. (B)(4). The power conversion was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The power conversion failed bench test. Diode d4 was shorted and transistor q3 readings were in both direction. (B)(4). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while transporting to the loading dock of the facility, the system lost control while the driving the system. No patient was present at the time of the event. Additional information was received stating that the system would not drive under motorized power, it needed to be in manual mode. The site was able to push the system.